Event description:
It was reported that a malfunction occurred on the pump, but no notable events occurred prior to it. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs. The customer acknowledged and understood these instructions.